Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; hard drive reconfigured and software reloaded to resolve issue. Analysis also found the tabs on the power cord bay door are stressed. (B)(4).

Event description:
It was reported when the power was turned on, the programmer froze up and blacked out. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.